Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was an area of in-stent restenosis (isr) located in moderately tortuous and severely calcified iliac artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 8 atmospheres for 5 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.